Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Event description:
The customer reported a colleague infusion pump with failure code 803:07 on channel a. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as an unremediated pump with software version 5.04.00. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failure code 803:07 was confirmed and duplicated. The reported condition is due to a channel a faulty phm (pump head module). The channel a phm was replaced. (B)(4).

Manufacturer narrative:
During review of the event history, it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number five of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).